Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was advised by technical support to perform several troubleshooting steps, including disconnecting the tubing, tightening connections, and delivering a bolus, but the occlusion alarm persisted. Technical support guided the customer in filling and loading a new cartridge; however, customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained. No visible damage was found on the cartridge, and technical support closed the case.